Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that tpn was hung at 1752 and ran until an air in line alarm occurred at 2050, when the IV bag and tubing were found to have run dry. The tpn infusion was not checked for any indication that it was running faster than the programmed 3.3ml/hr or that the infusion indicated a potential free flow situation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.